Event description:
It was reported that the right ventricular (rv) lead experienced lead to lead interaction resulting in silicone abrasion, oversensing and noise. It was also reported that mirror image oversensing was noted on the holter monitor. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2005 (B)(6), product ID 559453 implantable pacing lead implanted: 2005 (B)(6). (B)(4).